Manufacturer narrative:
At this time, the lead is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was explanted eight days after initial implant due to an unspecified reason. Additional information was received. Reportedly patient had a hematoma. While trying to evacuate the hematoma and stop all the bleeding the physician inadvertently cut through the right atrial (ra) lead with scissors. This lead was therefore explanted and replaced with a new lead. No additional adverse patient effects were reported.